Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the distal superficial femoral artery (sfa). Approximately 6 months after the index procedure, the patient¿s distal sfa vessel was reportedly reoccluded. A revascularization was performed involving a stent placement and the hcp deemed it was successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the event description sentence was changed from " the investigator assessed the event was possibly related to the study device or procedure." To "the investigator assessed the event was not related to the study device or procedure." Eval code & desc - results added 213 corrected information: the UDI no. Was changed from "(B)(4)" to "(B)(4)." Eval code & desc method changed from 3317 and 3263 to 4115,3331,4110. Eval code & desc - conclusion changed from 92 to 4310. The sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed (B)(4) additional reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the distal superficial femoral artery (sfa). Approximately 6 months after the index procedure, the patient¿s distal sfa vessel was reportedly reoccluded. A revascularization was performed involving a stent placement and the hcp deemed it was successful. The investigator assessed the event was possibly related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.